Event description:
Pt reported that the meter/hcp meter comparison test readings were 85mg/dl (ss) versus 121 mg/dl (hcp), respectively (27% difference). Tests were done using the same finger stick. No symptoms were reported. The meter has never been cleaned. Lfs rep reviewed proper cleaning and use of control solution. Control solution test reading was in range. There was no allegation of harm.